Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: corrosion observed on the connector. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no problem detected. However, the cause of corrosion was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope exhibited no image during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the additional information and correction to previous h6, h11. Updated fields: d9, h4 corrected fields: h6, h11 the malfunction "corrosion observed on the connector." Was sent in error, as this malfunction would not cause or contribute to a death or a serious injury if it were to recur. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.